Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, inratio inr: 7.3, 2.3, and 2.1. Therapeutic range is 2.0 - 3.0 for the patient. Customer thinks that the alcohol may not have been completely dry on the fingerstick when the 7.2 result was obtained. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2012, inr: 7.2, 2.3, 2.1, mean: 3.87, sd: 2.89, %cv: 74.7. Since %cv is more than 20%, the test failed the criteria for precision. In-house therapeutic donor testing has been performed on reported lot 280630 on (B)(6) 2012. Results as follows: donor a: inratio: 3.3, 3.3, 3.1, reference: 3.19, bias threshold: 2.19 - 4.19, %cv: 3.57; donor b: inratio: 2.8, 3.1, 3.2, reference: 2.48, bias threshold: 1.48 - 3.48, %cv: 4.98. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further testing is necessary. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. Retain strip testing results met both accuracy and precision criteria. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. As reviewed on (B)(4) 2013, (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action ((B)(4)) no further action is required at this time. This issue will be subject to tracking and trending.